Event description:
It was reported that during a bph prostate procedure, "we noticed the green laser light flickering on the video monitor", at 17,917 joules of usage. The case was completed with a second fiber. Patient outcome: no injury to patient or user reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the fiber/glass cap shows also a circumferential fracture at the proximal to the fusion zone under the metal cap; the metal cap exhibits mild detritus adhesion; the glass cap exhibits mild devitrification at the output window; the fiber proximal to fracture can rotate independently of metal cap. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4).